Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information received from manufacture representative (via the healthcare provider) regarding a patient receiving hydromorphone (1mg/ml at 0.25mg/day) and bupivacaine (20mg/ml at 5 mg/day) via implantable infusion pump. Indication for use was noted as non-malignant pain. It was reported that there was a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 11.5mls and the erv was 4.1mls. The event date was (B)(6) 2015. No historical refill information was available. No symptoms were reported. There were no troubleshooting or interventions reported. In addition, the patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report.